Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device cup loaded properly using care link. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalize due to high blood glucose and diabetic ketoacidosis (B)(6) 2019. The customer¿s blood glucose level was over 582 mg/dl. And 575 mg/dl at the time of incident. Customer¿s blood glucose level was 282 during hospitalization. Customer was treated in emergency room. The insulin pump will be returned for analysis.